Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 21mm watchman laa closure device & delivery system (wds) were used. When the device was deployed, the tip of the sheath perforated the back wall of the appendage. The device was deployed and it was believed to be deployed in the pericardium which caused the perforation that lead to the pericardial effusion. The attending surgeon had to come in and attempted a pericardiocentesis. The physicians decided the best course of action was to do a pericardial window. The surgeon did a window, extracted the fluid and sutured the appendage perforation closed. The surgeon also removed the device from the patient and clipped the laa as well. The patient is recovering well from this event.